Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise on this right ventricular (rv) lead, and non-sustained ventricular tachycardia (nsvt) activity was stored. As a result, anti-tachycardia pacing (atp) therapy was delivered to the patient. Additionally, low out of range pacing impedance measurements of less than 200 ohms were observed, but the root cause has not been determined at this time. Information from the field indicates that the facility made the decision to explant and replace this device due to normal battery depletion (nbd), and that this surgical intervention is not related to the reported observations. No adverse patient effects were reported. The device is not available for return and analysis as it was discarded by the explanting hospital.